Manufacturer narrative:
On 06/28/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/10/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device and on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 1.7 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: unspecified mentor gel breast prosthesis, catalog and lot numbers both unknown. (B)(6).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel prosthesis and an unspecified mentor gel prosthesis when the right device (the 250cc device) ruptured after implantation. Rupture was confirmed by a CT scan. In addition, the patient developed capsular contracture (baker grade iii) in her left breast (the breast with the unspecified mentor gel device). As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 200cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.